Manufacturer narrative:
Other, other text: device evaluation- six used devices were returned for evaluation. The device testing showed 2 of the returned devices' readings did not meet with specifications when pressure was applied. The component supplier 100% functionally checks these devices for reading accuracy prior to packaging. Due to this testing performed and the age of these devices it was determined possible the devices may have sustained drop or hit damage during use. The device instructions for use contains the instruction: "check the device against a reliable pressure gauge once each week, immediately after it has been dropped or if there is any obvious reading error". The cause of the issue was not definitely established; however no issues were found attributable to the manufacturing process.

Manufacturer narrative:
The lot number is unavailable at this time.

Event description:
Information was received indicating that the customer was getting poor measurements when using the portex cuff pressure monitor. There were no adverse events reported.